Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found worn tubing had popped off at feed-thru fitting (ff42). The fse installed a new tubing to resolve the leak and the diluent comparison out of limits error messages. Failure mode: worn tubing popped off feed-thru fitting (ff42). However, the instrument generated diluent comparison errors to alert the customer to an instrument problem. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a diluent leak contained within their coulter hmx hematology analyzer with autoloader. The customer stated the diluent comparison errors were generated by the analyzer. The instrument was idle at the time of the leak. The customer was wearing gown, gloves, and goggles. No one was splashed, sprayed or injured. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection with this event. No death or injury is attributed to this incident.